Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 437 mg/dl. Troubleshooting was performed, and the display was returned to normal operation. However, the insulin pump alarmed and insulin squirted out during priming. The customer reported that there was condensation inside the insulin pump and the display was blurry. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. Further testing could not be performed due to the blank display.